Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. Furthermore, the physician repositioned the existing lead and the threshold was acceptable. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.